Event description:
Subsequent information indicates that this lead was explanted and had been returned for analysis.

Event description:
Boston scientific received information that this lead was expected to be explanted due to a fracture. As of today, the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead had been severed and was returned in two segments. Both returned segments of the lead were determined to have been electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.